Event description:
Related manufacturer report number: 3006705815-2023-02901. Related manufacturer report number: 1627487-2023-02161. It was reported that the patient experienced ineffective therapy and pain at the ipg site. X-ray imaging revealed both leads to be fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.